Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was between 300 mg/dl and 400 mg/dl. Customer stated they did not have any symptoms of high blood glucose. Troubleshooting found the customer did not have any air bubbles in their tubing. It was also found the customer believed the insulin pump would run out of insulin, but no alerts were present. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer's blood glucose was 190 mg/dl at the time of the call. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to moisture damage on force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. The insulin pump had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.